Event description:
It was reported the patient has been experiencing stimulation in an unintended area. An x-ray was taken and showed no anomalies. Reprogramming could not provide resolution to the issue. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.